Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a catheter restriction alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative reviewed the probable causes of a catheter restriction and the positional nature if the restriction was not found on the external part of the catheter. Therapy was resumed at the time of the call despite the alarm recurring a few times due to the positional nature. There was no patient harm or adverse event reported.